Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was not reported. It was stated that the customer was having problems with the insulin pump prior to the event. The customer stopped using the insulin pump, and went on a back up plan of manual injections. The customer was not present at the time of the call. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.